Event description:
The customer reported the mx40 telemetry device has intermittent speaker malfunction where there is no audible sound. The device was in clinical use. There was no adverse event reported.

Event description:
The customer reported the mx40 telemetry device has intermittent speaker malfunction where there is no audible sound. The device was in clinical use. There was no adverse event reported.